Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Subsequently, the pump date was incorrect. Tandem technical support assisted customer in correcting the pump date and customer resumed insulin therapy. Customer's blood glucose ranged from 182-230 mg/dl.

Manufacturer narrative:
Device not returned.